Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 6645071 number, and no non-conformances were identified. Manufacturing date: 29/oct/2012. Expiration date: 31/oct/2017. A manufacturing record evaluation was performed for the finished device 6716637 number, and no non-conformances were identified. Manufacturing date: 10/may/2013. Expiration date: 31/may/2018. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast implantation procedure with mentor memorygel breast implants 425cc and experienced rupture along with a hemorrhage (side unknown) post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both devices were reported; however, it is unknown which is the impacted product.

Manufacturer narrative:
On oct 17, 2023, additional information was received indicating the patient also experienced bilateral capsular contracture baker grade ii (l) and baker grade iii/IV (r). The patient's date of birth was identified as (B)(6) 1983. The patient's age at the time of event was identified as 40 years old. On oct 23, 2023, additional information was received indicating the patient also experienced bilateral lymphadenopathy. The right breast implant was found to be ruptured via ultrasound. This report is for the right breast prosthesis. See manufacturer report number 1645337-2023-13382 for contralateral side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On mar 15, 2024, additional information was received indicating the date of explantation is (B)(6) 2024. Reason for device explant and/or reoperation: capsular contracture, lymphadenopathy, rupture, hemorrhage . Manufacturer¿s reference number: (B)(4).